Event description:
The safety mechanism did not work properly and the operator received a needlestick injury. The source pt was hiv positive.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).